Event description:
A device report from synthes (B)(4) indicated a surgeon in belgium reported: while implanting the zero p implant and after placing the four (4) screws, the surgeon found a little iron wire during the microscopic control in the wound. The implant was removed.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was manufactured in april 2012. Investigation coordinated by synthes (B)(4). Report received indicates the review of the production history revealed that the zero-p implant was manufactured in april 2012 according to the specifications. No issues that would have contributed to the complaint were found. It is possible that the cause for the metal shaving is an off-angle screw insertion. The implant was manufactured according to specifications.